Manufacturer narrative:
The impella cp and the 14french introducer were returned for evaluation. The introducer was returned with the pump still inserted up the repositioning sheath. Close examination revealed a flattening of the introducer body in the middle third of the introducer shaft. There were no splits, tears, "cracking", "shredding" or other damage/anomalies observed. Leakage testing was performed that did not reveal any evidence of leakage at the valve/hub area at 300 mm hg. As reported of this report there was a significant amount of manipulation of the introducer during the case. Based on the deformity and the flattening of the shape of the shaft bleeding was possible. A definitive root cause for this event could not be definitively determined. The impella cp directions for use advises the operator of the following: to prevent failure of the peel-away introducer, remove the peel-away introducer prior to transport when activated clotting time (act) is less than 150 seconds. Remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site. Grasp the two "wings" and bend back until the valve assembly comes apart. Continue to peel the two wings until the introducer is completely separated from the catheter shaft. A meeting with abiomed and the (B)(6) staff was held to review the case in question. During this meeting with the staff the proper use of the peel away sheath was discussed and demonstrated to the staff. In addition, "best practices" were established for the staff for the placement and support of patients with the impella cp, to insure better patient outcomes. Also, it was established that monthly training of the cardiac care unit and the catheterization lab would be performed. (B)(4).

Event description:
The complainant reported that on (B)(6) 2016 the hospital was treating a female patient. The patient coded and CPR was performed. The patient survived, and an impella cp was then placed. Following placement of the pump in the catheterization lab (cath lab) and the patient immediately improved. The physician then intervened upon the patient's arteries. Following the repair of the arteries the patient was transferred to the cardiac intensive care unit (cicu). The physician had left the 14fr oscor in the patient but had not been peeled away as there was some slight oozing around it. The patient was transferred to the cardiac intensive care unit (cicu) and was successfully supported with the impella cp for over 5 hours, but during this support the staff thought the oozing was too brisk, so pressure was held on the site, but this led to more bleeding. The vascular surgeon called and a stitch was placed, but this did not lead to cessation of bleeding. The device was removed from the patient and manual pressure held until hemostasis was achieved. Once the pump was removed the patient became bradycardic, and then went into a pulseless electrical activity (pea) rhythm. This led to more CPR being performed and the patient was placed on epinephrine and dopamine drips. The patient then stabilized. Upon the removal of the oscor 14fr introducer it was reportedly found that the sheath had "shredded", and was thought to have been the cause of the bleeding from the femoral artery. Additional information from the complainant facility categorized the sheath as having "cracked". The patient was reported to have received (B)(4) units of replacement blood products. Two days following removal of the impella cp, on (B)(6), 2016, the patient expired. The facility staff reported that they did not believe that any issue with the sheath or the patient bleeding contributed to the patient outcome.